Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: pt2; guide cath: 6f q 3.5. There was no reported product deficiency. The reported patient effects of thrombosis is also a known adverse event as listed in the graft master otw instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. A perforation occurred with an unknown device. A 3.0 x 19 mm otw graftmaster was successfully used to seal the perforation. However, when the perforation occurred, angiomax was discontinued and 1 1/2 to 2 hours after the procedure, the patient had nausea and diaphoresis and the echocardiogram showed st-elevation anteriorly. Angiography revealed that thrombosis had occurred in the graftmaster and two drug eluting stents were deployed distal to and in the previous deployed stents. The patient is fine. No additional information was provided.